Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating both pumps were alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported the cassette was changed which resolved the issue. Per reporter residual volume was: 93.1 ml, and the rate was 45 ml.24hr. No adverse patient effects were reported. No additional information is available at this time.